Event description:
A report was received that stated during an injection the needle became detached for the syringe. During the injection the needle became detached from the syringe and drug sprayed into the face of the nurse. No needlestick took place. There was no patient or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.